Manufacturer narrative:
A product analysis could not be performed as there were no samples returned to the manufacturing site for analysis. The device history record (DHR) for lot 704208x was reviewed. During the packaging of this lot, 390 pieces were visually inspected and 180 pieces were physically tested with 0 defects recorded relating to this customer report. Without samples the root cause cannot be identified. A definitive root cause was not determined, but potential contributing factors to the reported condition of a plunger and rubber tip separation include, but are not limited to: ¿ not intended use, or not following instruction standards by prefilling syringe. Syringes are for single use. ¿ a defective air cylinder on the plunger tip assembly station would result in an insufficient amount of pressure to ensure complete assembly of the rubber tip to the plunger rod. ¿ defective plungers (short shot or malformed). ¿ malformed rubber tips. ¿ insufficient silicone inside barrel ¿ incomplete plunger tip assembly not ejected at the gate procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. The assembly equipment is periodically maintained and inspected for wear or damage. Records of completed maintenance activities are maintained. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes all specification requirements. Inspectors routinely examine product to ensure it meets aql. All lots and shop orders are visually and physically inspected to the quality inspection standard, and the statistical sampling must meet the acceptance quality level requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. Monthly meetings are held to determine if a formal corrective and preventative action (CAPA) is warranted. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, on (B)(6) 2017 the plunger of the product disengaged from needle. There is no patient involved in this event.